Event description:
It was reported that the pt never had "good results from the pump initially after implant". The pump was full at the time of refill on (B)(6) 2011 and no drug had left the pump. On (B)(6) 2011, a dye study was performed and catheter was clear. Pt had suffered from "falls, had hives and was uncomfortable". It was informed that the pt passed away on (B)(6) 2011 because of lung problems, fluid aspiration into her lungs.

Manufacturer narrative:
(B)(4).